Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at ipg site. As a result, the physician explanted the patient¿s entire system (exact date unknown).